Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx (B)(4) pericardial mitral valve has undergone a valve-in-valve procedure after an implant duration of five (5) years, five (5) months due to mitral stenosis and regurgitation with a mean gradient of 30mmhg secondary to degeneration. The tmvr procedure was performed successfully with a 26mm 9000tfx transcatheter valve with a resulting mean gradient of 4mmhg. The patient tolerated the procedure well and was extubated in the ccl. The patient was transferred to the pacu in stable condition. The patient was discharged on pod #5 per received additional information it was learned that the patient's 25mm 7300tfx (B)(4) pericardial valve in the tricuspid position had exhibited moderate tricuspid regurgitation after an implant duration of five (5) years, five (5) months with no plan for re-intervention.